Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the reporter, the pediatric patient experienced a hyperglycemic event. On (B)(6) 2025, the patient initially experienced goosenecking with several sensors. The last sensor they tried seemed to work, and the patient went to sleep. It is unknown why the parent thought the sensor was working, and it is unknown if the patient had cgm readings at any time. In the morning, they realized the sensor had the same problem as the previous ones. No specific symptoms were reported but when a fingerstick was taken the blood glucose reading would have been very high. The parents brought the patient to the emergency department and when a fingerstick was taken the blood glucose reading was 26.0 mmol/l. The patient was treated with insulin (route unknown). At the time of the report the patient was still at the hospital and had been there for 3 days. It was the plan for the patient to be discharged that day. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional event or patient information is available.

Event description:
It was reported that applicator deployment issue occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the reporter, the pediatric patient experienced an applicator deployment issue after which they experienced a hyperglycemic event. On (B)(6) 2025, the patient experienced goosenecking with several sensors. The last sensor they tried seemed to work, and the patient went to sleep. It is unknown why the parent thought the sensor was working, and it is unknown if the patient had cgm readings at any time. In the morning, they realized the sensor had the same problem as the previous ones, which was understood as another issue of goosenecking. No specific symptoms were reported but when a fingerstick was taken the blood glucose reading would have been very high. The parents brought the patient to the emergency department and when a fingerstick was taken the blood glucose reading was 26.0 mmol/l. The patient was treated with insulin (route unknown). At the time of the report the patient was still at the hospital and had been there for 3 days. It was the plan for the patient to be discharged that day. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.